Event description:
A customer reported via phone call indicating that their replacement insulin pump is delivering too much insulin. The customer stated that they tried to change the set, but the insulin pump would skip to different menus and would take a long time to rewind. The patient's blood glucose level was unknown at the time of the call. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a scratched reservoir tube window.